Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump fill estimate remained static. Blood glucose at time of report was 300 mg/dl. Reportedly, the customer resumed insulin delivery and continued to use the pump for insulin therapy.